Event description:
Event description guidant received information that nosie was detected by the implanted lead. In addition the conductor coil was suspected to have been fractured. A portion of the lead was explanted. A new lead was successfully implanted.